Manufacturer narrative:
A secondary MDR was reported under 3014526664-2024-00127 as there were two products associated with this event. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to patient lesion characteristics, procedural issues, patient resistance/non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, during the neurological exam, the patient was not moving his contralateral limbs. Imaging revealed an occluded vessel, and the physician explanted the stents and converted the procedure to a carotid endarterectomy (cea). After explanation of the stent, it was confirmed that there was no thrombus within the stent. During the cea procedure, imaging further revealed a clot occluding the distal internal carotid artery (ica) for which the physician performed a thrombectomy using a third-party aspiration catheter. The patient's stroke symptoms have completely resolved. It was noted that this patient had presence of intraluminal thrombus extending to the petrous ridge at the skull base. The enroute transcarotid stent system IFU warns under the 'patient selection warnings' : "safety and effectiveness of the enroute transcarotid stent system has not yet been established for patients with evidence of intraluminal thrombus thought to increase the risk of plaque fragmentation and distal embolization". However, these lesions are not contraindicated in the IFU. At this time, it is unknown if the reported event is related to patient lesion characteristics, procedural issues, patient resistance/non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.